Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2014. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.